Manufacturer narrative:
In the event that additional information is received, a follow-up report will be submitted. (B)(4). Results of investigation: the device was evaluated by carefusion¿s field service representative and the reported issue was duplicated. The root cause was identified as a bad internal flow sensor.

Event description:
The customer stated that the ventilator was auto cycling during patient use. The patient was switched to a different ventilator and it was reported that there was no harm.